Event description:
Event description guidant received information that a patient with this chronic right atrial pace/sense lead is showing oversensing resulting in >100 atr (atrial tachy response) episodes lasting seconds. It was reported that sensing, thresholds and impedances were normal. It was also noted that the patient feels symptomatic during the atr episodes. The caller noted that egm (electrogram) strips would be faxed for technical services to review.